Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this only thing with me is a fragment got left behind'), pelvic pain ('pelvic pain/my stabbing pain'), fallopian tube perforation ('essure punctured my fallopian tube'), uterine perforation ('essure was pushed through the muscle of my uterine') and colitis ('inflammation in my entire colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), colitis (seriousness criterion life threatening), constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones"), malaise ("sick"), fallopian tube spasm ("spasms of the tubes"), genital haemorrhage ("bleeding"), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs"), dyspareunia ("sex is still paindul but only in my right side instead of both") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, colitis, constipation, temperature intolerance, pain, malaise and fallopian tube spasm outcome was unknown, the pelvic pain, genital haemorrhage, paraesthesia and hypoaesthesia had resolved and the dyspareunia and ovarian cyst had not resolved. The reporter considered colitis, constipation, device breakage, dyspareunia, fallopian tube perforation, fallopian tube spasm, genital haemorrhage, hypoaesthesia, malaise, ovarian cyst, pain, paraesthesia, pelvic pain, temperature intolerance and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube spasm, uterine perforation, fallopian tube perforation, genital haemorrhage, paraesthesia, hypoaesthesia, dyspareunia, ovarian cyst, colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new event spasms of the tubes was added. On (B)(6) 2020: social media received: new events essure micro-insert migrated through myometrium, fallopian tube perforation, genital bleeding, tingling in legs, numbness in legs, painful intercourse, ovarian cyst were added. New reporter was added. On(B)(6) 2020: new reporter added. New events: ¿inflammation in my entire colon¿ based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this only thing with me is a fragment got left behind'), pelvic pain ('pelvic pain/my stabbing pain'), fallopian tube perforation ('essure punctured my fallopian tube'), uterine perforation ('essure was pushed through the muscle of my uterine') and colitis ('inflammation in my entire colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), colitis (seriousness criterion life threatening), constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones"), malaise ("sick"), fallopian tube spasm ("spasms of the tubes"), genital hemorrhage ("bleeding"), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs"), dyspareunia ("sex is still painful but only in my right side instead of both"), ovarian cyst ("ovarian cysts") and rash macular ("red dots on stomach and thighs"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, colitis, constipation, temperature intolerance, pain, malaise, fallopian tube spasm and rash macular outcome was unknown, the pelvic pain, genital hemorrhage, paraesthesia and hypoaesthesia had resolved and the dyspareunia and ovarian cyst had not resolved. The reporter considered colitis, constipation, device breakage, dyspareunia, fallopian tube perforation, fallopian tube spasm, genital hemorrhage, hypoaesthesia, malaise, ovarian cyst, pain, paraesthesia, pelvic pain, rash macular, temperature intolerance and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube spasm, uterine perforation, fallopian tube perforation, genital hemorrhage, paraesthesia, hypoaesthesia, dyspareunia, ovarian cyst, colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- red dots on stomach and thighs. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones") and malaise ("sick"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, constipation, temperature intolerance, pain and malaise outcome was unknown. The reporter considered constipation, malaise, medical device removal, pain and temperature intolerance to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this only thing with me is a fragment got left behind') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones") and malaise ("sick"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, constipation, temperature intolerance, pain and malaise outcome was unknown. The reporter considered constipation, device breakage, malaise, pain, pelvic pain and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this only thing with me is a fragment got left behind') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones") and malaise ("sick"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, constipation, temperature intolerance, pain and malaise outcome was unknown. The reporter considered constipation, device breakage, malaise, pain, pelvic pain and temperature intolerance to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new events: device breakage was added. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), temperature intolerance ("cold intolerance"), pain ("body hurt right down to my bones") and malaise ("sick"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, constipation, temperature intolerance, pain and malaise outcome was unknown. The reporter considered constipation, malaise, pain, pelvic pain and temperature intolerance to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information updated. Event medical device removal replaced with pelvic pain. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.